Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing hmag reference number: (B)(4). FDA reference: (B)(4).

Event description:
According to the complaint description received by hamilton medical ag: same problem with the membrane of the expiratory valve occurred again after replacement with a newly changed set. The leak test and flow sensor test were both completed successfully without any abnormalities. However, during the subsequent functional check, the same alarms reappeared as in the previously reported case. It was reported no patient involvement.